Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead has broken wires. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system including a paddle lead on an unknown date. It was reported that following a car accident, the patient experienced a significant change in impedance levels and was no longer receiving stimulation. The system was replaced on (B)(6) 2008. The explanted lead was returned to ans for evaluation. Follow up on the patient found that no further issues have been reported. No further information is available.